Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that the patient did not wear mask before starting peritoneal dialysis resulting in a breach in aseptic technique. However, the assignable cause code was undetermined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported condition.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer that did not wear a mask/break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 unknown therapy. On (B)(6) 2012, the patient began dianeal pd2 unknown therapy intraperitoneally (ip) via capd (continuous ambulatory peritoneal dialysis). At the time of this report, the action taken with dianeal pd2 unknown therapy was unknown. On an unreported date, a break in aseptic technique occurred described as did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis manifested by body weakness, abdominal pain and cloudy drain and was hospitalized. The cause of the peritonitis was the break in aseptic technique and did not wear a mask. On an unreported date, the patient began remedial treatment with ceftriaxone (intravenously, dose and frequency not reported), gentamicin (20mg ip, frequency not reported), potassium chloride (6meq/bag) and heparin (1000 iu/liter.) The event of peritonitis appears to be associated with the reported break in aseptic technique. The break in aseptic technique is a peritoneal dialysis procedural complication.